Manufacturer narrative:
Additional information received indicates the reason for the upcoming revision was due to patient fall causing bone and implant fracture. The fall was not a fault of the implant. Therefore, please disregard the report associated with this MFR number as there is no event to report.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a left total elbow arthroplasty on an unknown date. Subsequently, a custom-made forearm component for patient's elbow has been requested and an upcoming revision procedure has been indicated. The reason for the upcoming revision procedure is unknown.